Manufacturer narrative:
This investigation is ongoing. Upon additional information this investigation will be updated.

Event description:
It was reported that this patient received two inappropriate shocks while exercising. Episode review showed oversensing of myopotentials and t waves. The patient was seen at the clinic and system maneuvers were performed which showed no oversensing while the patient exercised. In addition, reprogramming of this device took place. A review of this case was sent to technical service (ts). No adverse patient effects were reported. This device remains implanted. Ts discussed checking screening options in an attempt to obtain higher r waves and evaluated clinical changes in electrocardiogram morphology. Ts discussed the that reported episodes showed noise and t wave oversensing in the alternate vector resulting in inappropriate charge and therapy delivery. Ts noted that under current programming the patient would still be at risk for inappropriate therapy delivery. Additional information noted that a new template was collected during a patient follow up and the therapy zones were increased, which showed no issues.